Event description:
The pt underwent a balloon ablation procedure. The pt's uterus is retroverted. The physician was just bringing the system up to pressure. The doctor used 10cc of d5w. The start button was pressed and in a short time the customer reported a 6507 error. The physician tried the same catheter again which resulted in a heating error code, 6506 as soon as start was pressed. Another catheter was pulled and used to complete the case. The customer reported the case was delayed approximately 1 hr 10 min.